Manufacturer narrative:
(B)(4). A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that on (B)(6) 2016 the patient was admitted for suspicion of pump thrombosis due to pump power spikes and a lactate dehydrogenase level in the 400s u/l. The patient's inr was reportedly therapeutic on warfarin. Bivalirudin was started prophylactically and was reportedly effective. On (B)(6) 2016, the pump parameters were normal and the pump was reportedly functioning well. The patient was weaned off bivalirudin on (B)(6) 2016. No further information was provided.